Event description:
The hcp reported that post pump replacement, the patient's lioresal dose was not changed. The patient was then unable to walk and was absolutely flaccid. The hcp thought the patient may not have been getting drug from the old pump and planned to reduce the patient's dose. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.